Event description:
It was reported the patient had a return of symptoms. It was stated the patient hadn't recharged their device for one to two months prior to report because she didn't need the stimulation, but then she started to have pain again and wanted to use her stimulation. An overdischarge was suspected. The patient stated she had pain in her arm again; the injury was in the neck and went down into her arms, elbows and hands. The patient saw the reposition antenna screen on the programmer and after trying the antenna locate feature, charging still did not begin. It was noted the patient was of a bigger build and could not use the recharger belt, however the manufacturer ordered adhesive disks for the patient. It was reported on (B)(6) 2013 the patient did not show up for her appointment on the day of report. It was stated on (B)(6) 2013 the patient was being rescheduled. It was reported on (B)(6) 2013 the patient was meeting with a manufacturer representative to reprogram her device. It was reported on (B)(6) 2013 the patient had a power on reset (por) screen.

Event description:
It was noted, the patient's butt was getting warm and they couldn't get a connection.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).